Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer the ¿pump has been problematic¿ and customer is ¿sick¿. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.